Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt bubble kept deflating. Slow leak. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The btt short port was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Signs of blood was observed to be on and in the tunnel of the btt device. The valve was returned attached to the short port. The btt was observed to be completely intact. There was no observed failures with the btt short port. The btt were evaluated for mechanical use. No improper flow was observed when the flow of air was passed by a syringe full of air through the insufflation port. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The balloon was completely intact, no signs of leakage or puncture. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. Based on the received condition of the device, the reported failure for "leak; balloon/air leak" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt bubble kept deflating. Slow leak. A replacement device was used to complete the procedure. The hospital did not report any patient effects.